Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device self-discharged. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Please reference section a (patient information), b5 and h6. Device evaluation: the device was not returned to zoll medical corporation for evaluation. Instead, the field service technician was contacted. The technician stated that the customer at this location was unaware about the AED being a fully automatic device. No discrepancies were found with the device by the field technician onsite. The device performed as intended. The field technician provided the fully automatic AED plus documentation to the customer to aid in training. The customer will do department wide training within their facility concerning the fully automatic device models and make all users aware on how to use them. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device self-discharged. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.